Manufacturer narrative:
Investigation of the returned device found the tip of the ablation needle was missing. This break is consistent with the user exceeding the shaft bend radius limit. The investigation identified the root cause of the reported event to be user error. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that after completing an ablation in a turkey breast sample and upon removal of the antenna, the ceramic tip was missing/broken off. The "procedure" was aborted. The event occurred as part of a product demonstration, no human patient was involved in the incident.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a product demonstration, the sales rep was completing an ablation in a turkey breast sample. Upon removal of the antenna, the ceramic tip was found to be broken off.